Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was measured using a level 2 control and an lin 3 control. Level 2 control testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. Lin 3 testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.3 inr; qc 2: 5.1 inr; qc 3: 5.1 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter serial number (B)(4) was returned and has been forwarded for investigation. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation is ongoing and a follow up report will be submitted when the investigation is completed.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number wu00138007 compared to a professional coaguchek xs meter serial number (B)(4). At 11:17 am, the result from meter serial number (B)(4) was 4.5 inr. At 2:00 pm, the result from the meter serial number (B)(4) was 2.3 inr. At between 3:30 pm and 4:00 pm, the result from the meter serial number (B)(4) was 2.2 inr. The customer has a therapeutic range of 2.3-2.5 inr.